Event description:
Customer reported a past event of low blood glucose, with the lowest level recorded at 40 mg/dl. Customer consumed carbohydrates to address the low bg event, and clinical technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.